Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker showed inconsistency on its' longevity. To date, the device remains in service. No adverse patient effects were reported.